Event description:
After the insertion of the stryker gamma 3 nail to the left femur, and placement of the lag and distal locking screws, the surgeon was unable to remove the guide that holds the nail in place. The bolt holding the guide in place became deformed related to impaction. The entire nail had to be removed and a new one was placed.the bolt was impacted due to too much force.